Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/24/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 09/14/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log confirmed the reported event of a loss of connection. A root cause could not be determined.